Event description:
It was reported that the customer had low blood glucose levels of 32 mg/dl. The customer reported a sensor error alert from the insulin pump. The customer also reported a calibration error alert from the insulin pump. Troubleshooting was done. The customer reported that eight calibrations were done on the insulin pump on that day. The customer was advised that the optimum number of calibrations for the insulin pump was there to four times per day. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).